Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/3/2020. H.6. Investigation: customer returned one (1) loose 0.3ml bd insulin syringe. Consumer reported when removing the orange caps the needle also came off with it and got stuck in the cap. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch # 0041302 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated on 3 occasions. The following information was provided by the initial reporter: material no:328440 batch no: 0041302. It was reported that the consumer had trouble removing the orange caps from 3-5 insulin syringes. Also, the needles came off with it and got stuck in the cap. Verbatim: consumer reported having trouble removing the orange caps from about 3-5 insulin syringes. Stated he had to use pliers to remove the caps. Stated when removing the orange caps the needle also came off with it and got stuck in the cap. Consumer re-uses syringes, stated he has been doing this for years. Advised consumer it is not recommended to reuse the syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated on 3 occasions. The following information was provided by the initial reporter: material no:328440 batch no: 0041302. It was reported that the consumer had trouble removing the orange caps from 3-5 insulin syringes. Also, the needles came off with it and got stuck in the cap. Verbatim: consumer reported having trouble removing the orange caps from about 3-5 insulin syringes. Stated he had to use pliers to remove the caps. Stated when removing the orange caps the needle also came off with it and got stuck in the cap. Consumer re-uses syringes, stated he has been doing this for years. Advised consumer it is not recommended to reuse the syringes.